Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion. The device was "not explanted yet". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2012; 6947 implantable defib lead, (B)(6) 2012; 5071 implantable epicardial lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.